Manufacturer narrative:
To date, the device has not been returned to boston scientific. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific to report that this patient was admitted into the hospital due to a severe system infection (B)(6). Upon interrogation, the device, which was implanted in (B)(6) 2011, displayed a fault code#1004 (short circuit) and fault code#1007 (extended charge times). The local representative was informed that the device is nonfunctional and must be explanted. The patient was initially transferred to another hospital, but then transferred back under the care of the electrophysiologist. According to the local representative, the patient was septic and was intubated. The patient's medical condition is significant for hypotension, lead vegetation and valve issue. Due to the high risk of mortality, surgical intervention was not undertaken. Aggressive care was discontinued per the family's request and the patient died in (B)(6) 2012.